Manufacturer narrative:
The microsensor (ID (B)(6)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an icp sensors are having values that does not correlate with the patient clinical symptoms after MRI (3tesla). Sensors are removed and replaced when the issue happen. It was reported "multiple incidents" in pediatric patient; however, according to reporter, it is unknown the number of patients, or specific case details.